Event description:
Event description cpi received information that this endotak dsp lead was removed from service due to an 'open lead' shock impedance. Impedance measurement was low, and noisy rate egm.